Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, task not completed. Facility elected not to perform repair on this unit. They had unit sn # (B)(6) repaired and decided to only repair one. If needed they will borrow another unit from a related facility until new order of cardiosave units arrive. Facility decided to wait for new units of cardiosave units to arrive verse paying additional cost for repair.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) display was flickering on unit. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.